Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient underwent the following surgery: complete anterior discectomy at l4-5 and l5-s1, anterior lumbar interbody fusion l4-5 and l5-s1, use of structural allografts packed with demineralized bone matrix and bmp sponges, fixation anteriorly with an anterior tension band plate at each level and appropriate screws, indirect decompression at each level at l4-5 and l5-s1 secondary to disc height, restoration and distraction and direct decompression of exiting nerve roots to treat the following pre-op diagnosis: degenerative disc disease l4-l5 and l5-s1 chronic debilitating back pain recalcitrant to conservative measure, positive discogram l4-5 and l5-s1 with negative control l3-4. Op-notes: "...again we trailed up to 13 mm and we hydrated and warmed up a fresh frozen 13 mm structural allograft packed with demineralized bone matrix and a bmp sponge. Again, we used the squid to insert our structural allograft into the 4-5 space and then we slightly tapped it in a little bit more posteriorly. We placed demineralized bone matrix and placed the lumbar plate with tow screws in 4 and two in 5. It fit nicely. We went down to 5-1 and placed a reverse sacral plate that had been lorded a little bit more with two screws in 5 and two screws in 1. Pictures were excellent, ap and lateral. There was no bleeding..." Patient alleges unspecified injury due to the use of rhbmp-2.